Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis did not show any deviations from the technical specifications which might have led to the clinical observation. The deformation of the vcs shock coil and the damage of the steroid collar and ring electrode occurred most likely during the explantation procedure. The returned data were inspected. Based on the available information no conclusions can be drawn regarding the root cause of the clinical observation. However, the influence of external fields can not be excluded. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistently during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Our MDR - after an implant duration of about 5 months oversensing with an inappropriate shock was reported. No adverse patient side effects were reported. The lead was explanted.